Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported when attempting to deliver a bolus, the customer did not observe drops of insulin exit from the end of the infusion set tubing. Blood glucose level was 261 mg/dl. During troubleshooting with tandem technical support, the customer delivered a bolus and observed drops exiting.